Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that there was a device related thrombus. It was reported via social media that the patient had the watchman flx closure device implanted. Post procedure 1 year the patient has a small thrombus present on the closure device. The physician added plavix to the patient's medication regimen. The patient stated the medication gives her black and blue marks. Another echocardiogram will be performed in a few weeks to assess the thrombus. It was further reported that the patient was still on warfarin medication as of the end of (B)(6) 2023.

Manufacturer narrative:
B5: describe event or problem - updated to account for patient medication status. D6a: implant date - estimated since patient stated it was implanted february of last year. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated h6: eval method code updated.

Manufacturer narrative:
Implant date - estimated since patient stated it was implanted february of last year.

Event description:
It was reported that there was a device related thrombus. It was reported via social media that the patient had the watchman flx closure device implanted. Post procedure 1 year the patient has a small thrombus present on the closure device. The physician added plavix to the patient's medication regimen. The patient stated the medication gives her black and blue marks. Another echocardiogram will be performed in a few weeks to assess the thrombus.